Event description:
It was reported that the patient's device was programmed off to undergo an MRI and that while the device was off the patient was involved in a motor vehicle accident. The patient was seen in the emergency room and reported that she could not feel the vns. The patient was seen days later by the neurologist at which time the device could not be interrogated. The patient was referred for generator replacement. The patient reported that she had no begun to have seizures again. No surgery has occurred to date as the patient is waiting to see if insurance will cover the surgery. No additional relevant information has been received to date.

Event description:
The explanting facility reported that the explanted device was discarded; therefore, no product analysis can be performed.

Event description:
It was reported that the patient underwent generator replacement. The generator was left programmed off. The explanted generator has not been received for analysis to date.